Event description:
It was reported to boston scientific corporation that six minutes into a hydrothermal ablation procedure, using a hydrothermal procedure set, a slight fluid leak at the cervix was noted. According to the complainant, another tenaculum was placed and the procedure was completed. After the procedure, however, the physician noted the patient sufferred a first tdegree cervical burn estimated to be approximately 2mm in size; medical treatment was not necessary. There were no patient complications as a result of this event and the patient's condition was reported to be ok.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. Other text : disposed